Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. Initially it was reported that when ablation was activated, the qdot micro catheter would show high force and stop ablating. The catheter cable was replaced without resolution. The catheter was replaced and then there was an ngen error: rf cable not connected error 279, as well as error 273: carto® - catheter error. Also reported error 170: electrode temperature error and an "eco cable test failed" error. Reseated the tx eco cable and the patient interface unit (piu) to console cable without resolution. The account does not have another tx eco cable to use. Advised to try a third qdot catheter; however, the call was then disconnected. There was no patient consequence reported. The caller called back: the physician then decided to continue with a smart touch sf catheter connected directly to the map port- all errors were then resolved and the procedure is continuing. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 14-may-2024 observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 14-may-2024 and have assessed this returned condition as reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 29-apr-2024. The device evaluation was completed on 14-may-2024. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit in the tip area. The temperature and impedance test was performed, and no temperature was displayed due to two open circuits on the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force and temperature issues reported by the customer was confirmed; the potential cause of the open circuits could not be determined. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The hw error reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the hole on the pebax could be related to the usage of the device during procedure; however, this cannot be conclusively determined. The instructions for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿hardware error" issue. -investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the ¿reddish material and a hole in the surface of the pebax¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the customer¿s reported ¿force¿ issue. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the ¿temperature¿ issue. Manufacturer¿s reference number: (B)(4).